Manufacturer narrative:
Philips service replaced the x-ray tube, performed calibration and testing, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray tube failure caused image quality issues on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.